Manufacturer narrative:
Due to character limitation in e1 for full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an inspection cardiosave intra-aortic balloon pump (iabp) showed code 14, when turned on. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer reported a cds failure. After on-site inspection, it was found that the cds100 compression pump had a problem and needed to be replaced. After replacing the compressor, scroll (d119-00-0236 ). The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.